Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site due to its size. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.